Manufacturer narrative:
Failure analysis noted that the pump gave unexpected intermittent blank display followed by an unexpected constant audio beep alarms and frozen screens due to faulty interface board. No full black display anomalies were noted. There was no cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call a display anomaly and an audio beep anomaly.. Blood glucose at the time of incident was unknown. Mother stated the customer had a constant tone, blank display, and then fade screen. She stated the have attempted several batteries, but continues to receive the constant tone. While troubleshooting they received an unexpected restart. Mother states the insulin pump has not been exposed to extreme temperature or direct sunlight. She stated the display went completely blank, and then came back. The self-test was performed and passed. Troubleshooting was not able to resolve the issue. The customer called back and stated the constant tone returned. There is also a solid thin line across the screen. The device will be returned for analysis.